Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by loss of appetite, vomiting, abdominal pain and turbid fluid the breach in aseptic technique was further described as the patient did not wear a mask. It was reported that the patient was not hospitalized for the event and was treated with ceftazidime injection ( 1 gram, intraperitoneal, daily, duration not reported), vancomycin injection (1 gram, intraperitoneal, every 5 days, duration not reported) and meropenem (1 gram, intraperitoneal, daily, duration not reported) for peritonitis. Pd therapy was ongoing. Four days after the onset, the patient has recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported that the patient was retrained for proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.